Event description:
The field service engineer reported to olympus, the touchscreen of the visera elite ii video system center was blackout. The issue was found during preparation for use of a tympanoplasty procedure. The procedure was completed with a non-olympus device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation touchscreen malfunction was confirmed. The device evaluation found the touchscreen display blackout and no image was due to a faulty printed circuit board. In addition it was found that there were lines on the front display panel due to a defective harness. Wires and side panel were heavily corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, image and touch panel are not displayed due to printed circuit (cp & dp) board failure. Olympus will continue to monitor field performance for this device.